Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. Investigation of the device found that the spring latch failed to release the clutch spring during the priming sequences. No damages were found to either the spring latch or clutch spring; a root cause could not be determined. A leak test found no leaks or tears in the soft cannula. No evidence was found that would result in skin irritation occurring at the infusion site; a root cause for the reported event could not be determined. No other damages or manufacturing deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 452 mg/dl. In addition the pod was leaking during wear and the pod infusion site had bumps (arm). As treatment, the patient received a manual injection of insulin.